Event description:
During the procedure, physician used resolute integrity rx device to treat lesion. The device was removed from packaging per IFU with no abnormalities noted. The device was inspected prior use with no issues noted. The negative prep was performed with no issues identified. It is reported that stent was deformed in vivo during positioning. It is stated that it was not possible to place the stent since strut damage has occurred. No patient injury reported. Device evaluation summary: the stent had deformed and raised struts on the 16th, 17th and 18th distal segments.

Manufacturer narrative:
Evaluation: results: related to operational context (device inspected prior to use with no issues noted, no lesion morphology, occurred during use of the device), inherent risk of procedure (stent deformation), deformation issue (stent deformation); evaluation: conclusion: operational context caused or contributed to the (device inspected prior to use with no issues noted, no lesion morphology, occurred during use of the device), known inherent risk of a procedure (stent deformation). (B)(4).